Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous right coronary artery (rca). The physician forcibly pushed the 3.00x20 mm taxus express2 drug eluting stent, but was unable to cross the lesion. When the stent delivery system was removed, the physician noticed the stent was lifted up. No patient complications were reported. Patient status reported as "stable and good".